Manufacturer narrative:
Device information for the explanted extension is unknown at this time. Investigation results will be provided in the final report.

Event description:
Device 1 of 3. Related manufacturer reference number: 1627487-2019-07329. Related manufacturer reference number: 1627487-2019-07330. It was reported the patient experienced a loss of stimulation after suffering a fall at the ipg site. Diagnostics revealed high impedances, and the physician suspected a fracture in either the ipg or extension. To address the issue, the physician performed a revision surgery on (B)(6) 2019 wherein the ipg and extension were replaced. Intraoperative impedances were still high, so the physician then explanted and replaced the lead, which resolved the issue.

Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned cut as a consequence of the explant procedure. Visual inspection showed all the internal wires were broken 25cm from the tip of the stimulation end. This would have caused the high impedance observed in the field. The cause of the broken wires is consistent with the lead being subjected to an overstress condition (i.e., a fall) while in vivo.

Event description:
Device 1 of 3 related manufacturer reference number: 1627487-2019-07329. Related manufacturer reference number: 1627487-2019-07330.